Event description:
The plaintiff's attorney alleged that the decedent experienced sudden cardiac arrest and subsequently expired on the same day after the use of the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.